Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a "fiber- optic sensor module failure alarm "message on the pump. The user removed the fo cable and the unit was transducing the central lumen of the iab. The pump was sent to biomed once not in use. There was no injury, death, or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. The full name of the event site in block e1 was shortened due to field character limit; the full name is: (B)(6). Additional information: patient height reported to be 6 feet.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to produce the reported failure. The fse performed checkout of system and found no faults or indications of past faults with fiber optics. Suspect fault with balloon that was in use at the time. Unit ran without issue for 30mins. Calibration, safety, and functionality checks passed factory specifications. Returned to customer upon completion and cleared for clinical use.

Event description:
N/a.